Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Eri was reported on home monitoring on (B)(6) 2019, battery at 3.02v. In june, battery longevity was 60 percent. Upon interrogation on (B)(6) 2019, battery voltage was 2.52 v. During sensing test, telemetry was lost and message said to reapply wand. When representative reapplied wand, the device was eos. Device will not interrogate, displaying pacing at rate of 50 bpm. Physician was advised to treat device as eos, but device remains implanted at this time. Should additional information become available, this file will be updated.

Manufacturer narrative:
(B)(6) 2020 - this device was explanted on (B)(6) 2020. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Eri was reported on home monitoring on 2-aug-2019, battery at 3.02v. In june, battery longevity was 60%. Upon interrogation on 4-sep-2019, battery voltage was 2.52 v. During sensing test, telemetry was lost and message said to reapply wand. When representative reapplied wand, the device was eos. Device will not interrogate, displaying pacing at rate of 50 bpm. Physician was advised to treat device as eos, but device remains implanted at this time. Should additional information become available, this file will be updated.